Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used silicone foley catheter with the original unit labeling. During the visual evaluation, the temp sensing wire was found to be snaked inside the thermistor lumen. The reported issue was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "special instructions: the position of the wire of the foley catheter with temperature sensor has an important effect on the amount of heating that may develop during an MRI procedure. Accordingly, the foley catheter with temperature sensor must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) to prevent possible excessive heating associated with an MRI procedure. Additional safety instructions include the following: the foley catheter with temperature sensor should not be connected to the temperature monitoring equipment during the MRI procedure; if the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure; remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.); keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation (including air) between the conductive material and the patient; position the foley catheter with a temperature sensor in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops; the wire and connector of the foley catheter with temperature sensor should not be in contact with the patient during the MRI procedure. Position the device, accordingly; mr imaging should be performed using an mr system with static magnetic strength of 1.5-tesla or 3-tesla, only; at 1.5-tesla, the mr system whole body averaged sar should not exceed 3.5- w/kg for 15-min. Of scanning; at 3-tesla, the mr system reported whole body averaged sar should not exceed 3-w/kg for 15-min of scanning." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temperature sensing wire coiled inside of the catheter, as a result the temperature readings were incorrect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.